Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced severe and permanent bodily injuries including pain and suffering as a result of the implant. All other information, including the patient's current condition, is unknown and reportedly unavailable.